Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review was completed for lot 925775h and no discrepancies or non-conformances were found that would have contributed to the reported event.

Event description:
The customer reported leakage from a 0.2um filter of a plum set. The solution being infused was normal saline prime then taxol. The pump was set at 310mmhg psi pressure and no alarm occurs on the pump. There was patient involvement and a delay in critical therapy, however no harm was reported.